Event description:
Customer reported an issue with the alaris pump module administration set disconnecting from the ICU medical microclave valve attached to a central line during an infusion of blood, resulting in leakage. No patient harm reported. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as the set was discarded. The customer report of set disconnected from microclave valve and leaked could not be confined due to product was not returned for failure investigation. The root cause of this failure could not be identified.